Event description:
The pt was implanted with a synchromed pump and catheter on 2/5/1998 for intrathecal infusion of baclofen to treat intractable spasticity due to spinal cord injury/spinal cord disease. The hcp noted the pt's decreased therapeutic response to baclofen. Therefore, a catheter contrast study and and x-ray rotor study were performed and produced normal results. The pump was explanted in 1999 and returned to the MFR for analysis. The pt was reimplanted with another synchromed pump on the same date.